Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Cause was not known. The customer took corrective action by administering a correction injection through mdi. There was no need for a supplies or system check, and no further assistance was required following the resolution.